Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported while priming the pack, the doctor noticed a piece of plastic come out of the hand piece. No patient contact. Additional information: one piece was found in the eye during a procedure and removed at the same time. It was analyzed by their lab and was a 1mm x 1mm x 1mm clear plastic.